Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had chest pain after implant. The device was reprogrammed with a higher output and the battery would only last 1 year. The device is still implanted. No patient complications have been reported as a result of this event.